Event description:
It was reported that this pacemaker stored atrial tachy response (atr) episodes showing loss of capture (loc) due to emitted pace fusing with intrinsic beat, which, indicates a timing based issue. The physician will continue monitoring at this time. No adverse patient effects were reported. Additional information was received that the device was later explanted and replaced due to the advisory status with no information indicating the device exhibited any of the advisory behavior. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Detailed analysis did not confirm the reported clinical observations. Laboratory analysis did identify a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the premature battery depletion identified during laboratory analysis. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.